Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that he had some issues during implant placement, it was impossible to remove the mount. Procedure was completed with a longer implant. Tooth location 36.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v ha 4.7 mm 4.5mm 10mm (tsvwh10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Functional testing to recreate the reported event; verified the mount disengages from the implant as intended. No malfunction. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 36 (fdi) and was used, placed and removed on the same day. DHR review was completed for the subject lot number (1251069). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1251069) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release. Based on the available information, and functional testing device malfunction did not occur, and the reported event was unconfirmed.

Event description:
No further event information is available at the time of this report.